Event description:
It was reported during implant, the right ventricular (rv) lead helix was unable to be extended after more than 40 rotations. It was noted that before attempting to screw in the helix that the rv lead was rather forcefully pushed through introducer and tortuous venous anatomy. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the turns to extend/retract the helix exceeds specification. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the helix was distorted/bent and canted, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism and the stylet was bent.